Event description:
It was reported that a spectrum infusion pump failed downstream test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream test" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was an out of calibration downstream sensor. The downstream sensor required to calibrate to address the issue. Should additional relevant information become available, a supplemental report will be submitted.